Manufacturer narrative:
12/10/2014 updated - resend this report due to "failed" error message on the submission result summary. This report to follow up with pt ID# (B)(6). Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. This document represents our final report.

Event description:
Robotic bilateral salpingooophorectomy - "patient was having robotic bilateral salpingooophorectomy, extensive lysis of adhesion, and cystoscopy. While retrieving the left adnexa with applied medical endoscopic pouch device, a piece of the device broke off inside the patient. Endoscopic abdominal exploration was done by the surgeon. The broken off piece of equipment was removed and examined with the rest of the device. Assistant coordinator and surgeon determine that the device was intact and no foreign body was left in patient's abdomen." Patient status - "patient was discharged home in stable condition on (B)(6) 2013."

Manufacturer narrative:
12/10/2014 updated - resend this report due to "failed"error message on the submission result summary. This report to follow up with pt ID# (B)(6). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.